Event description:
This lead was implanted on (B)(6) 1999 and remains implanted at this time. A call to technical services placed on (B)(6) 2013 states that yesterday they did a battery change of device which was at elective replacement indicator and capped the 1388t/ mj49940 ra lead. A new lead was implanted. The change out was done by dr. (B)(6) at (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).